Event description:
It was reported: "revision total hip due to infection."

Manufacturer narrative:
Additional devices listed in this report: cat # 6260-9-236, lot # mldaph, description: v40 cocr lfit head 36mm/+5. Cat # 6276-1-019, lot # 39908004, description: 19mm mod rev hip body/bolt stdcomponent level 9006-1-019. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the hospital kept them. Additional information has been requested and if received, will be provided in the supplemental report. : not returned.

Manufacturer narrative:
An event regarding infection involving a restoration modular stem was reported. The event was not confirmed. Device history review: all devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported: "revision total hip due to infection."

Manufacturer narrative:
Additional information" device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and there has been one other event for the reported sterile lot.

Event description:
It was reported: "revision total hip due to infection."